Event description:
The valve was implanted for one year without difficulty. Two weeks before explantation, the pt experienced headache and unspecified sickness. During examination of the pt, the surgeon found fluid next to the valve. A blockage in the device was suspected and the valve was explanted and replaced. The pt's condition improved following this procedure.